Event description:
It was reported by the patient that the patient's heart rate has been below and above the set parameters. Follow up information was attempted from the physician, however it was unable to be obtained. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.